Event description:
The following was alleged by the pt: it was alleged by the pt that she underwent a re-repair of a previously performed nissan fundoplication that became loose in (B)(6) 2008 and during this procedure a composix kugel mesh was implanted to repair a hiatal hernia. The pt alleges that on an unspecified date she underwent a CT scan in which the mesh was noted to have eroded through the diaphragm. The pt alleges that on (B)(6) 2011 she underwent surgery to remove the composix kugel mesh which was indicated to have eroded through the backside of the stomach and turned the stomach hard like stone. The pt alleges that the majority of her stomach was removed along with the mesh. Following this procedure the pt alleges that she was unable to eat by mouth w/o vomiting (dry heaves due to nissan repair); therefore the surgeon placed a feeding tube for nutritional support. The pt can eat by mouth for pleasure but is not able to sustain good nutrition in this manner.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. Medical records have not been provided, nor has a sample been returned for eval. We have contacted the initial rptr to request add'l info. No lot number has been provided; therefore a review of the mfg records could not be conducted. This MDR includes all pt, event, and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.